Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted occipital (off-label) on (B)(6) 2011. It was reported that the patient is feeling stimulation but needs to increase the stimulation to maintain the stimulation level. The patient also mentioned that when she turns her head, she feels a jolt. No further information is available at this time.